Event description:
Weakness in right knee. Knee buckles and cannot support weight, causing falls. L knee replaced in (B)(6) 2015. No issues with this knee. Right knee replaced in (B)(6) 2015, and is causing issues. Have there been any recalls or issues with this product as the plastic piece in between has worn down to almost nothing.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. .